Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30957894l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The staff suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, pericardial effusion was noticed. The pericardial effusion was discovered at the end of the procedure with intracardiac echocardiography (ice) and was confirmed by ice, right before taking all catheters out. They reported that the medical intervention provided was a pericardiocentesis and is unknown how much fluid was removed. The patient was reported to be in stable condition last night. Additional information was received. The adverse event was discovered post use of biosense webster products the physician did not provide a causality opinion for the cause of this adverse event. Intervention provided was pericardiocentesis. There is no information about the hospitalization. Transseptal puncture was performed, needle details unknown. Prior to noting the cardiac tamponade, ablation was performed. Irrigated catheter flow setting was recommended settings per instructions for use (IFU). Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. All force visualization features were used. Visitag module¿s parameters for stability was 2mm 3s 25% 3g. No additional filter used with the visitag. Tag index was used.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The staff suffered a cardiac tamponade requiring pericardiocentesis. The bwi product analysis lab received the device for evaluation on 26-apr-2023. The device evaluation was completed on 04-may-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).